Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the set with an unspecified solution, the tubing separated from the distal y-site. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.